Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized due to high blood glucose in the 500 mg/dl range and kidneys were shutting down on (B)(6) 2017. Customer mentioned that he was having issues with the insulin pump and three of infusion sets that had bent cannulas which was causing his blood glucose to go high. They had stopped working as of last week. Customer also mentioned that when he inserted the infusion set it hurt and blood was everywhere. The customer was experiencing symptoms such as vomiting and dehydration. Customer was treated with four IV drip and fluids. The customer was wearing the insulin pump at the time of the hospitalization. Customer declined troubleshooting on the insulin pump as the customer stated the high blood glucose were caused by the bent cannulas on the infusion sets. Customer stated he was just released from the hospital and his blood glucose was over 400 mg/dl, which he treated with an insulin pen. The insulin pump is not returning for analysis.